Manufacturer narrative:
E1. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a low flow rate; 100ml remained after the expected therapy time. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed residual fluid inside the device bladder suggesting an underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.